Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the refrigerator door exhibited an error and became locked when recovery was attempted. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4: Unique Device Identifier not available.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 22-JAN-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a latch failure. A field service engineer (FSE) found that the Smart Remote Manager (SRM) latch had failed. The FSE replaced the faulty latch, tested the latch operation to verify proper functionality, and confirmed that the SRM was operating correctly with no further issues observed. The system functioned as intended after the field service engineer repaired the device.